Manufacturer narrative:
Failure analysis on the returned data acquisition to motor controller cable (da/mc cable) shows that the cable assy, data acq - mot cont v60 was replaced due to the damage cable. The damage da to mc cable was verified. No further testing required.

Event description:
During review of the diagnostic report (drpt) it was noted some codes the that indicated a spi bus failure. The fse reported there was no patient involvement.